Manufacturer narrative:
Updated field: b4, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the power management board was defective. The fse replaced the power management board. The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing dept. Received parts pcb, power management, rohs with a reported unit failure of cannot function on battery alone. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed pcb, power management, rohs into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual part number 0070-00-0639 revision r. The fat could not verify the complaint of the cardiosave not functioning on battery alone. The cardiosave worked on battery alone in the console, and when the console was installed into the cardiosave cart. The board passed testing. Retaining the board in the fat dept. Per procedure. The failure analysis and testing dept. Received another part with a reported unit failure of the unit not working on battery alone. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure could be confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions, event site telephone: (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that before use cardiosave intra-aortic balloon pump (iabp) had battery malfunction. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6 (health effect ¿ clinical code). Corrected fields: d9 (return to manufacture date).